Event description:
It was reported that a customer experienced a possible under-infusion event. According to biomedical engineering, an intensive care unit (ICU) patient was brought to an MRI while receiving a propofol infusion on channel a of an MRI-compatible pump. The patient became restless and developed hypotension. A physician then ordered a new infusion of levophed, which was started on channel b for blood pressure support. The pump was reportedly programmed correctly, and its screen indicated the infusion on channel b was running. No alarms were noted by the user. The patient's hypotension continued despite the clinician increasing the programmed rate. The user then observed that no fluid was dripping from the levophed medication bag. The MRI scan was completed. Afterward, the infusion was switched to a different pump, and the patient's blood pressure subsequently stabilized. The patient had pre-existing conditions and was admitted for pneumonia and had been intubated that morning after a stroke caused them to stop breathing.

Manufacturer narrative:
The reported event involved infusion pump s/n: (B)(6). The available information does not reasonably suggest that the 3860+ device malfunctioned, as there is no evidence of device failure. Following the initial report, the provided device history log was reviewed for operational details. The review of the log, which contains the histories of both channels a and b, found code "50-7" (code 50 = alarm detected, code 7 = check door possible free-flow) occurred at the time of the incident. This demonstrates that the device activated its high-priority audible and visual "check door possible free-flow" alarm as designed on both channels. The findings indicate user error during installation of the IV set and setup of the infusion pump, likely caused by the user pushing in the free-flow preventer clamp when installing the set. The biomedical engineer stated that, after starting the infusion, channel a was infusing as programmed and that the event occurred on channel b. Evaluation of the log shows that the user programmed an initial infusion, then proceeded to start the infusion but stopped it two seconds later. After approximately nine minutes of downtime, the user increased the dose as described in the complaint and confirmed the titration on two separate occasions. However, the user failed to start the infusion in both attempts. Therefore, the most probable root cause of the reported under-infusion event is user error. The user inadvertently failed to restart the infusion after stopping the initial attempt and while attempting titration. In addition, the user experienced difficulties setting up the pump and loading the IV set, which may have contributed to a delay in therapy. This determination was made through a thorough investigation that included interviews with the biomedical engineer and review of the device history log. The patient also had pre-existing conditions that may have contributed to the outcome, including admission for pneumonia and intubation following a stroke and subsequent respiratory arrest. Based on the adverse incident/MDR evaluation, the customer confirmed that no serious harm occurred to the patient. However, since the reported event required medical intervention with infusion of levophed to stabilize blood pressure and preclude or prevent permanent impairment, iradimed reported the event.